Event description:
Consumer called stating that the front caster sheared off the frame.

Manufacturer narrative:
The consumer called stating that while he was sitting on his 65100 rollator and was rolling back, the front caster allegedly sheared off the frame causing the rollite rollator to collapse with him on it. The consumer allegedly hit his head and hurt both elbows. No medical intervention was sought. The operating instruction sheet part number 1150739 rev a (jul-08) states the following warnings on page 1, "do not use the walklite or rollite as a wheelchair or transport device. Walklites and rollites are not intended to be propelled while seated. Do not rock the walklite or rollite while sitting on the seat." The consumer is under the 300 weight limit, indicated on the product labeling. Consumers weight is reported as (B)(6). The consumer has been utilizing this device for approximately 1 year.